Event description:
Voluntary medwatch received states an attempt was made to advance the guidewire a second time post-left ventricular lead dislodgement but was unsuccessful.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155459.